Event description:
It was reported that x-ray imaging was provided to boston scientific technical services for review. The x-ray showed that the electrode appeared slightly lateral to the left. Boston scientific technical services recommended troubleshooting to evaluate the myopotential activity. This electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that x-ray imaging was provided to boston scientific technical services for review. The x-ray showed that the electrode appeared slightly lateral to the left. Boston scientific technical services recommended troubleshooting to evaluate the myopotential activity. This electrode remains in-service.